Event description:
It was reported that after placement of the catheter, when the swg was being removed it began to fray. There was no significant resistance met at the time of removal to justify the fraying. The entire swg and catheter assembly was removed together. As a result, a new kit was opened and placed successfully. It is unknown if there was a delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).